Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip, . A 0.018¿ guidewire from the lab was loaded through the tip and exited through the luer, an indeflator was used to inflate the balloon but the device would not hold pressure and a pinhole leak was found beside the proximal markerband, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a pacific plus balloon catheter  during treatment of a 100mm soft tissue lesion with chronic total occlusion in the proximal region of the right posterior tibial artery. The artery was 3mm in diameter with no tortuosity or calcification. A 6fr non medtronic sheath and non medtronic guidewire were used. There were no issues when removing the device from the hoop/tray. The device was prepped as per the IFU with no issues identified. The device did not pass through a previously deployed stent and no resistance was encountered during advancement. It was reported after the balloon was in place, it was found at 5atm the balloon could not be inflated, after it was removed it was expanded and it was found that the balloon was broken and had a hole. The device was replaced with the same model to complete the case. No patient injury. Update 2024-mar-27: no component of the balloon detached. It was found that the balloon was broken meaning there was a leakage of contrast medium from the balloon.